Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with defibrillation electrodes. The customer states that during an open-heart procedure where covidien defibrillation electrodes were used, the patient experienced a skin tear upon removal of the electrodes. The customer further reports that standard treatment for a skin tear was required.

Manufacturer narrative:
Please see the below investigation summary: a device history record (DHR) for the lot number could not be reviewed because the lot number was not provided with the complaint. A sample evaluation was not completed because complaint samples were not provided and are not expected per the complaint report. No pictures of the skin tear were provided with the complaint. A review of incoming inspections records for the foam for the past two years (foam cover/electrode backing material) was reviewed and found to be within the acceptance criteria. There have been no documented deviations for gel or adhesion issues related to this product in the past two years that would contribute to the issue as described by the customer. From a potential root cause analysis perspective, the most likely cause is patient skin sensitivity to the foam or gel component of the electrode. The nature of the patient's reaction to the electrode indicates that a reaction to the foam or gel due to compromised skin or improper patient preparation. Biocompatibility studies have been performed on the foam and gel according to the guidelines defined by ansi/aami/iso. Each gel and electrode manufactured in the facility must pass cytotoxicity, primary skin irritation and skin sensitization testing before it is distributed for commercial sale. See attached summaries of the studies (5). In addition, all hydrogels manufactured as this facility must comply with iso 10993-1, iso 10993-5, and iso10993-10 standards. All materials have been deemed safe and effective for use per the iso standards previously listed. Based upon the investigative details and the root cause evaluation, no corrective or preventative actions are necessary at this time. We will continue to trend this defect for future occurrences as part of the complaint review process.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.